Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4), alleging that her onetouch select simple meter displayed the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue occurred all day on (B)(6) 2015. The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient stated that she took her usual dose of oral medication (including sliding scale), 3 pills in the morning and 3 pills in the afternoon (date/time not provided) in response to the alleged product issue. The patient claimed to have developed the symptom of "sweating" only in the morning after the alleged product issue began; however, the patient denied that she received medical treatment. At the time of troubleshooting, the csr noted that the patient was using the correct testing technique, the subject meter was not being used for the first time and the correct test strips were being used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient stated that she developed the symptom of "sweating" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
The retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.